Event description:
It was reported that the customer was having difficulty with inserting the needle into the skin. The customer stated that she felt pain when inserting the sensor and has experienced some tenderness and bleeding. The customer's blood glucose was 238 mg/dl at the time of call. Troubleshooting was done. The customer mentioned an incident in which her blood glucose was over 600 mg/dl. The customer treated herself with a manual injection and her blood glucose levels decreased to 32 mg/dl. Explained that this was caused by an insertion issue due to scar tissue. The customer stated that the site was sore after four hours and had alerted calibration error. The customer also received a bad sensor alert. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed testing. The sensors passed per specification with accurate readings. Unable to confirm the needle complaint due to the product being returned without the needles.